Manufacturer narrative:
The fse confirmed the leak from disconnected tubing under flowcell, and replaced the tubing to resolve the leak. Following the tubing replacement, the fse found failing background for the differential parameters. The fse cleaned the distribution valve (dv) and replaced the differential chamber, but the failed background issue was not resolved. Another fse confirmed the flowcell waste line and t-fitting on the dv were clogged. The fse flushed the waste line and dv to resolve the failed background issue. (B)(4).

Event description:
The customer reported an uncontained diluent leak of approximately fifteen (15) ml from the bottom of the unicel dxh 800 coulter cellular analysis system. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves and laboratory coat when the leak occurred. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.